Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low platelet results on multiple patient specimens. The erroneous results were not reported outside the laboratory. Instrument printout were not provided; hence it is unknown if the instrument generated any flags. No manual platelet counts were performed. No change to patient treatment and no death or serious injury is associated with this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low platelet results on multiple patient specimens. The erroneous results were not reported outside the laboratory. Instrument printout were not provided; hence it is unknown if the instrument generated any flags. No manual platelet counts were performed. No change to patient treatment and no death or serious injury is associated with this event.

Manufacturer narrative:
Controls were run before and after this incident and recovered within assay range. Per customer the control recovered low after patient results recovered low. A bci field service engineer (fse) replaced sweep flow canister, prove and isolation chamber. A clear root cause can not be determined for this event. Change from k955016 to k990352.

Manufacturer narrative:
Controls were run before and after this incident and recovered within assay range. Per customer the control recovered low after patient results recovered low. A bci field service engineer (fse) replaced sweep flow canister, prove and isolation chamber. A clear root cause can not be determined for this event.